Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient experienced a hypoglycemic event as a result of treating for hyperglycemia caused by air bubbles in the cartridge. The reporter alleged that the patient had a blood glucose of 408 mg/dl followed by a blood glucose of 48 mg/dl that had symptoms of confusion, impairment, and unsteadiness. The alleged hyperglycemic event does not meet the criteria for an adverse event, however the hypoglycemic event does. The reporter stated that the patient treated for the hyperglycemia with insulin from the pump, which was followed by the hypoglycemic event. The reporter stated that the patient treated the hypoglycemia with glucose tablets/gel and food and drink. The patient remained on the pump following the alleged issue. The reporter reviewed the patient&#38112;cartridge filling technique with a customer technical support representative and found that the patient was using the correct technique. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic as a result of treating for a hyperglycemic event.